Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the prograsp forceps instrument had bits of metal missing. There was no report that any piece(s) from the instrument fell into a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument had mechanical indentations on one of the grips, thus giving the appearance of material missing. Thus, the customer reported complaint is verified; however, there is no material removed from the instrument's grip. It was concluded that the damage to the instrument's grip was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. It has been determined that the customer reported event as initially reported does not meet the criteria of a reportable event, as the information provided did not suggest that an adverse event occurred. Recurrence of the alleged failure mode is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on the failure analysis investigation results, this medwatch report is being retracted.